Manufacturer narrative:
The power supply was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. The power supply was installed in the fi test ventilator. An operational test was performed and failed. The ventilator did not power up from ac and unit did not delivered breaths. No ac led indicator activated. The ventilator powered up from backup battery and external battery; the ventilator delivered breaths. Fi technician disassembled the power supply and performed visual inspection of the power supply main board and daughter boards revealed no signs of damage or contamination. Resistance verification test revealed that f1 and f2 are both open. Fi technician traced to the ac input fused f1 and f2 and it was found that both fuses were in an open state. Fi technician removed the shroud covering the fuses and replaced it with the in house fuse shroud. Fi technician re-assembled and re-installed it into the fi test ventilator and the ventilator power up from the ac and delivered breaths. The ac led indicator activated and the ventilator cycle between the ac source, backup battery, and external battery without producing any failures. Fi technician then run the power supply for an extended of two hours; the ventilator operates without any failures identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no power to the ventilator. The customer reported there was no patient involvement.